Event description:
Augmentation with saline implants bilaterally 15yrs ago in apparent subglandular position. Over 1yr has developed pain and discomfort in both breasts. Also marked size difference in left breast. Pt underwent bilateral breast capsulectomy with removal of intact saline implants. Left implant was deflated. Implants & capsules sent to pathology.